Event description:
The patient was admitted with a 100% chronic total occlusion in the proximal and mid left anterior descending (lad) artery. The lesion was an in-stent restenosis (isr) of a previously implanted driver stent of unknown size. The lesion was slightly tortuous, but was not calcified. A 7f launcher guiding catheter was engaged to the target lesion. The target lesion was pre-dilated with a 1.5mm firestar balloon. A second pre-dilation with a 2.5 x 15mm firestar balloon was conducted at 8atm for 30 seconds and coronary angiography (cag) was conducted. While the pressure was being applied again, the balloon ruptured as the pressure started to decrease at 8atm. The 2.5 x 15mm firestar balloon was inflated once prior to the rupture. The balloon rupture was confirmed on the second inflation after conducting cag. There were no anomalies reported on the restenotic driver stent being post-dilated. A stent was implanted at the target lesion and the procedure was completed successfully. There was no patient injury reported. The product will be returned for analysis. The physician did not indicate of friction while delivering the firestar to the target lesion.

Manufacturer narrative:
A shaft burst was detected below transition seal of the returned product. The complainant indicated that complaint was for a balloon burst, and the physician did not indicate of the shaft burst and unfortunately it is not known when it occurred. A device balloon burst was initially reported and was to be reported via alternative summary reporting (asr). A shaft burst was detected below transition seal of the returned product during evaluation. The physician saw a decrease in pressure, but did not clearly state that he saw the balloon to rupture and presumed it was a balloon rupture. Therefore, the shaft burst became a reportable event based on the product evaluation findings and the complaint file is no longer reportable under asr. The physician thought it was a balloon burst, but the leakage occurred during the second inflation. The physician saw a decrease in pressure, but did not clearly state that he saw the balloon to rupture and presumed it was a balloon rupture. Therefore the leakage from the shaft was unspecified. The physician did not check the unit after the procedure. He observed the pressure decline during the procedure. The (B)(4) plant did not check for the rupture prior to sending it. It was unknown what caused the shaft burst. Concomitant devices: launcher 7f guiding catheter, firestar 1.5mm balloon catheter and terumo sheath. During a coronary intervention, a 2.5/15mm firestar ptca balloon catheter burst. The unit was removed without incident and no patient injury occurred. The target site in the proximal-to-mid lad was a cto of a previously implanted driver stent; "the lesion was slightly tortuous, but was not calcified." A 1.5mm firestar was used for initial pre-dilation and then the 2.5mm firestar was advanced for additional dilation. This balloon was inflated to 8atm (30 seconds) initially and then during a 2nd inflation, the pressure started to decrease at 8atm. The procedure was completed with successful stenting at the target site with other products. There was no report of friction during advancement of balloon catheter. Investigation into the event determined that no shaft leakage was identified during or after the procedure. One non-sterile 2.5/15mm ptca balloon catheter was returned for analysis. Blood and inflation residues were found. One bend was observed 21cm from the distal end; this could be related to return shipping. The balloon had been inflated. A shaft burst was detected below the transition seal. The unit was inflated with pressurized water and a leakage was detected in the distal end of the balloon. Sem analysis showed that the balloon exhibited no evidence of internal or external surface material damage, and no other surface anomalies that could have caused the failure were identified. The marker bands exhibited no anomalies. The shaft exhibited no evidence of internal or external surface material damage, and no other surface anomalies that could have caused the failure were identified. The unit was reviewed by the pet and an assessment of the controls in the manufacturing process was performed (final inspection and visual tool; inflation / deflation test; cleaning, coating, drying stations, uv curing). Based on this assessment, it was determined that the assembly line has enough controls in place to detect any leakages throughout the process. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The balloon burst originally reported was confirmed; however, there are no indications that this is related to the manufacturing process and no actions will be taken for this event. Vessel/lesion characteristics (cto lesion) may have contributed to the balloon burst. A secondary failure of shaft burst was also confirmed on the returned unit. Although the root cause could not be conclusively determined, it appears to be related to the manufacturing process. (B)(4) was previously opened to address this type of failure. This additional complaint does not change the severity or occurrence rates in the investigation so no additional actions will be taken at this time.